Manufacturer narrative:
The following devices were also listed in this report: mck femoral-rm-ll-sz 5; cat# 180515; lot# 26070415, mck tibial baseplate-rm/ll-sz 5; cat# 180615; lot# 32031015. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported a revision of right knee due to pain.